Event description:
It was reported that a laser lead extraction was performed. X-ray revealed that the lead was dislodged, lead was not capturing and had intermittent sensing. During the procedure, insulation breach on the rv lead was noted, right where the lead entered into the vein coming into the pocket. The lead had a severe current going underneath the device. Both atrial and rv lead were explanted and replaced. Patient was stable. The leads were destroyed during the explant and will not be returned per hospital policy.